Event description:
On (B)(6) 2014, the patient contacted animas stating the display screen was flickering, ¿like there was an electrical short¿. The patient reportedly was programming the temp basal when the display started flickering. The patient denied that the pump rebooted or lost power. The battery icon reportedly showed 3 full bars. It was noted that the battery cap was tightly secured to the pump and no other issues were noted with the pump. It was noted that the display screen was not flickering at the time of the call with customer technical support. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.